Event description:
Reaction that required surgery. Info was received in 2007 from a physician, via a sales rep, regarding a pt with a medical history of previous treatment with synvisc. The pt received a third injection of synvisc on three days earlier. The pt had a reaction that required surgery which was performed urgently on the evening of one day prior to original date. At the time of this report, the pt's outcome was unk.